Event description:
It was reported that during the attempted implant of this right atrial (ra) lead, the helix mechanism would not extend, and impedance issues were experienced. Upon removal of the lead the helix mechanism was tested outside the patient, and it did not deploy as expected. This lead was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection found dried blood/tissue around the helix. Subsequent testing failed the helix mechanism test due to dried blood/body fluid clogging the helix tip. Susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk.

Event description:
It was reported that during the attempted implant of this right atrial (ra) lead, the helix mechanism would not extend, and impedance issues were experienced. Upon removal of the lead the helix mechanism was tested outside the patient, and it did not deploy as expected. This lead was returned. No additional adverse patient effects were reported.